Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the wire was fully intact. The allegation of a broken sensor wire was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.